Manufacturer narrative:
Pump received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Insulin pump was also received with moisture damage on the motor, vibrator tube and battery tube assembly. Pump received with minor scratched lcd window and cracked reservoir tubelip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into water. Customer reported that as a result, insulin pump shut off. Customer's blood glucose was 112 mg/dl. Customer was advised that insulin pump would need to be replaced.